Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic myomectomy procedure, the tip of the ultrasonic surgical device broke off and fell into the patient's abdominal cavity that took a minute to be retrieved. The procedure was completed using a back-up device. There were no abnormalities reported and no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial report. Corrected field: b5. Updated fields: d8, d9, h3, h6, h7, h9, h11. The device was returned to olympus for inspection without the probe fragment. The probe was broken, and a scratch was observed around the broken surface of the probe. The surface of the broken portion was inspected; a crack was spreading out from scratch. There were no traces of contact with the probe on the non-insulated parts. The reported event was confirmed. Based on the results of the investigation, the reported event is inferred to have occurred through the following mechanism.: 1) during output in seal & cut mode, the probe came in contact to metal, a surgical instrument or a hard tissue. 2) due to ultrasonic vibration, scratches were generated on the probe. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break off. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the tip fell into the intraperitoneal cavity.